Manufacturer narrative:
This report originally filed as 1119421-2021-02524. The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced starburst/streaks/glare which is evident with any light source (red, blue, green, white) and driving at night is debilitating due to the glare and streaks from headlights. The yag procedure was performed on (B)(6) 2021. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.